Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
After removing the plastic housing at the proximal end, during the visual inspection, the instrument has a dislodged flush tube guide inside plastic housing at the proximal end as reported by the costumer. Common causes of failure mode instrument flush tube guide ¿ dislodged are typically attributed to improper cleaning which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier does not clip due to lose components inside of the housing. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.